Manufacturer narrative:
Conclusion: the exact cause for the law hinge being broken cannot be conclusively determined. As per our experience, the probable reason could be that the jaw part has been overstressed to such an extent that the jaw hinge finally broke. Since this eval indicates no materail defect, no defect in design or any defect in manufacturing, we feel that no corrective measure is to be taken.